Event description:
Customer reported that therapist was responding to low o2 sats on pt and noted that low inspiratory pressure led was lit, but there was no audible alarm. Therapist bagged pt to improve sats and there was no pt injury. The therapist could not confirm that there was an actual low inspiratory pressure condition at the time but reported that when he removed device from pt and disconnected circuit, he again observed a low inspiratory pressure led but did not hear an audible alarm. Subsequent testing of the device by the facility and mallinckrodt service representative could not duplicate the problem.